Manufacturer narrative:
The event unit was returned to applied medical for evaluation without one of the metal supports. Visual inspection confirmed the complainant¿s experience of component separation. Based on the condition of the returned unit and the description of the event, it is possible that the user attempted to deploy the bag with a considerable amount of force and in a manner inconsistent with normal usage. It is also possible that the metal support that was not returned for evaluation contained damages or nonconformances, leading to component separation. However, as the metal support was not returned for evaluation, the exact root cause of the component separation is unknown. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: robot-assisted hysterectomy. Event description: retrieval bag failure that occurred on 18oct2024. Staff reports that while advancing the plunger to deploy the bag the plunger broke, and the fragments of the plunger fell into the patient. This resulted in longer operating time as they had to search for the fragments within the patient. To [name] knowledge the incident did not cause further injury to the patient. The staff then tested two more units of cd003 from the same lot to attempt to repeat the failure but they both functioned as designed. Additional information obtained from (hospital contact) on 22oct2024 the damaged was observed during the procedure when the retriever was being deployed to capture the specimen. In order to complete the procedure, a different retriever device was used. The procedure being performed was a robot-assisted hysterectomy. The cd003 device was in one port alone, and there were no concomitant devices. Please refer to the images in the attachments. Additional information obtained from (hospital contact) on 23oct2024 the bag and supports fell part in the patient, that prompted me to reach out to [name] our rep and when I couldn't get him, I called the corporate offices and could not get anyone to help me while the patient was on the table. Additional information obtained from (hospital contact) on 18nov2024 everything you see in the picture is what was removed from the patient. The hospital representative says she called both the rep and the customer service to verify all pieces were removed. [Name] had the catcher cleaned in sterile processing before she mailed it back. "If what was mailed back and what is in the picture are off it was lost in the cleaning process." Intervention: used a different retriever device. Patient status: patient is fine.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: robot-assisted hysterectomy. Event description: retrieval bag failure that occurred on (B)(6) 2024. Staff reports that while advancing the plunger to deploy the bag the plunger broke, and the fragments of the plunger fell into the patient. This resulted in longer operating time as they had to search for the fragments within the patient. To [name] knowledge the incident did not cause further injury to the patient. The staff then tested two more units of cd003 from the same lot to attempt to repeat the failure but they both functioned as designed. Additional information obtained from (hospital contact) on 22oct2024: the damaged was observed during the procedure when the retriever was being deployed to capture the specimen. In order to complete the procedure, a different retriever device was used. The procedure being performed was a robot=assisted hysterectomy. The cd003 device was in one port alone, and there were no concomitant devices. Please refer to the images in the attachments. Additional information obtained from (hospital contact) on 23oct2024: the bag and supports fell part in the patient, that prompted me to reach out to [name] our rep and when I couldn't get him, I called the corporate offices and could not get anyone to help me while the patient was on the table. Intervention: used a different retriever device. Patient status: patient is fine.